Event description:
A report was received that the patient had difficulty charging the ipg. It was believed that the ipg shifted in the pocket. The patient will undergo a pocket revision wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent an explant re-implant of the ipg. The patient was reportedly doing well after the procedure. There was no device malfunction suspected with the explanted ipg. The explanted ipg was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. It was believed that the ipg shifted in the pocket. The patient will undergo a pocket revision wherein the ipg will be replaced and relocated.